Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process. Conclusion: valves explanted at the time of implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. If the issue is recognized after the patient is off bypass and requires reinstitution of bypass in order to explant the valve, this may require significantly extended operative and cardiopulmonary bypass time, which increases the risk of the procedure.

Manufacturer narrative:
Additional manufacturer narrative:the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted on the same day of surgery. Through follow-up with the health-care provider, it was learned that there was a perivalvular leak. According to the operative report, the native aortic valve was a trileaflet structure, heavily calcified, as was the annulus. Extensive debridement of the annulus was performed. Following the initial aortic valve replacement, there was a moderate perivalvular leak. Cardiopulmonary bypass (cpb) was reinstituted, and the valve was removed and another edwards bioprosthetic valve of the same model and size was implanted after more extensive debridement of the annulus, particularly in the noncoronary sinus area. The patient was weaned from cpb once again. There was no perivalvular leak; the valve was functioning normally. Furthermore, the surgeon has indicated that the reason for explanting the device was procedure related; there was no device malfunction.